Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unable to power up despite plugging the pump into power using multiple usb cables, wall adapters and power sources that were proven to be functional. The customer's blood glucose (bg) was 393 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.